Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An account manager reported that the a1059 mayfield modified skull clamp c-arm moved slightly when locked when checking the customer's mayfields. The date of the event was not specified. There was no patient issue.

Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts; general maintenance and cleaning required. This device exceeds its expected life of 7 years. The reported complaint was confirmed. The root cause of the movement was most likely due to wear and tear from extended use. The observed residue build up was most likely the result of decontamination or sterilization method outside the prescribed and validated method in IFU.

Event description:
N/a.